Manufacturer narrative:
The unit was evaluated at philips, and the reported issue was confirmed. Replacing the label resolved the reported issue.

Event description:
The customer reported the unit's display label was incorrect. The label lacked the pacing setting.